Manufacturer narrative:
(B)(4). The customer's issue was identified as a leak. Visual inspection of the received set revealed that the silicone segment had a 0.0280 inch long tear near the lower fitment. Microscopic exam noted a crush mark to the upper fitment. No other anomalies were noted on the set. Functional testing was performed and a leak was noted from the silicone tubing near the lower fitment. The cause of the leak was due to a tear in the silicone segment. However, the root cause of the tear was not identified. (B)(4).

Event description:
Received four unexpected sets along with the set expected for another complaint. This is 3 of 4 unexpected returns. Contacted the customer 3 times to get details regarding the 4 sets but no response received. There was no pt harm reported and no medical intervention was reported. Although requested, no add'l event or pt info provided by the user.